Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
On (B)(6) 2015, the catheter was placed for ptcd in the biliary tract, approached from the right side of the body. On (B)(6) 2016, the patient came to the hospital due to severe abdominal pain. Examinations confirmed that the placed catheter was fractured at the subcutaneous fat under the puncture site. Since the separated segment remained in the bile duct and could not be retrieved at a later date (exact date unknown): laparoscopic cholecystectomy was conducted. The catheter it was retrieved by abdominal surgery. There have been no adverse effects/complications reported.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, trends, quality control and visual inspection of the returned device was conducted during the investigation. The device was returned for examination. Visual inspection indicates that the catheter experienced a kink at approximately 22 cm distal to the hub. This kink led to longitudinal splits extending 5 mm distal which led to catheter separation. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned device and the results of our investigation, off label use of the product / failure to follow instructions likely contributed to this failure mode. This device was indwelling in the patient for 2 months before the patient required removal due to severe abdominal pain. This product is indicated for short term use (dwell time within 29 days). We will continue to monitor for similar complaints. Per the risk assessment no further action is required.